Event description:
On (B)(6) 2016 the patient's perceval s heart valve size 23 was explanted after being implanted on (B)(6) 2016. The device was replaced with a perceval s heart valve size 25. The explanted device has not been received for analysis.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
A partial review of the manufacturing package results were reviewed and were within specifications. Attempts were made for additional information but no further information was able to obtained.